Event description:
The customer stated an axsym analyzer generated a false positive toxo igg result for one patient sample. The sample generated repeatedly positive toxo igg results on the axsym, but was confirmed negative at another site using an axsym and a vidas analyzer. The patient was redrawn and again a positve toxo igg result was generated on the axsym but not at the other facility. The false positive toxo igg was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
No consequences or impact to patient. False positive result. This report is being filed on an international product, axsym toxo igg, list 9k08-20, that has a similar us product distributed in the us, axsym toxo igg, list 3b22-22. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, testing of retained reagent, a search for similar complaints, and a review of labeling. A retained kit of axsym toxo igg reagent lot 06609li00 (identical in bulk solution to lot 06609li01) was calibrated, and calibrations and controls met specifications. A specificity panel and the negative control were tested in five replicates and were within range. No adverse trends were identified for lot 06609li01. Labeling was reviewed and found to be adequate. Based on the evaluation no product deficiency was identified.